Event description:
Piece broke off of balloon pump while in use. No pieces broke off inside pt, on outside at the luer lock connection of the cuff. Plastic piece snapped off when trying to loosen. The luer lock connection broke on the pressure line piece.